Event description:
Event description cpi received information that this selute picotip bipolar lead would not stay fixed and exhibited poor pacing thresholds. It was explanted and replaced with positive fixation lead.